Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown device/lot information. Based on the available information, a cause for the reported perforation could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report number.

Event description:
This is filed to report atrial perforation and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). On (B)(6) 2020, a steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was successfully deployed, reducing mr. However, on (B)(6) 2021, the patient was transferred to another hospital with heart failure due to mean pressure gradient of 8mmhg and a bi directional shunt was discovered in the atrial septal defect (asd). The patient will remain hospitalized and is pending surgery. The clip remains stable on both leaflets, and mr is 2. No additional information was provided.